Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display on the insulin pump went blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. Customer stated he changed the battery and the device was not turning on and it was probably because of the connectors on the battery cap. Customer requested a battery cap replacement. Blood glucose value is 146 mg/dl. Nothing further reported.